Manufacturer narrative:
Investigation summary: no samples (including photos) were returned. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the complaint could not be confirmed and the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 32g 4mm 5 bag 50 box sample would not detach from the pen. The following information was provided by the initial reporter: material no: 320149 batch no:1 933879. It was reported that the consumer could not remove the pen needle from the kwik pen and trujeo pen. Verbatim: consumer reported found for 3 days could not remove pen needle from her kwik pen & trujeo pen. First time calling bd today. She did not call the insulin company. Able to informed the lefty loosy concept and she was able to remove from both of her pens and then complete her injection.